Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007 as part of a clinical study. Two weeks later, it was reported that the patient had a superficial vaginal wound infection. The patient was treated by early vaginal support device removal and metronidazole 400mg twice a day for seven days.

Manufacturer narrative:
Date sent to the FDA: 8/3/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.